Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned to manufacturer.

Event description:
It has been reported that during cleaning, the handle which pushes the insertion bar of the cement pistol "optigun" is jammed.

Manufacturer narrative:
(B)(4). The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during cleaning, the handle which pushes the insertion bar of the cement pistol "optigun" is jammed.